Manufacturer narrative:
Product event summary: analysis was only able to partially confirm the stated reason for return, the printer was not working properly however the stylus was. Analysis noted that the micro switch inside the printer was broken, the door of the media bay was worn out, the bezel had minor damage on its left side however it was considered acceptable and software errors were found in the update history. The printer and media bay door were replaced, new software was installed and the device was cleaned. It passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer printer and the stylus were not working properly. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.